Manufacturer narrative:
Section a2 and a4: unknown; requested but not provided. Section d6a: if implanted; give date: unknown/not provided. Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section e1: email address: unknown; requested but not provided. Section e1: telephone number: (B)(6). Section g4:this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA (B)(4). Section h3-other (81): the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a crack was identified on the intraocular lens (iol) around the optic after implantation into the patient's eye. The iol remains implanted and the postoperative course has been identified as good with no reported problems. There was no reported damage to the cartridge or cartridge tip. No incision site expansion, capsular laceration, unscheduled vitrectomy, or sutures were required. Balanced salt solution was used for preparation. No resistance was noted during extrusion of the iol. No additional information was provided.